Manufacturer narrative:
Due to character limitation in e1 for event site name, full event site name is the first affiliated (B)(6). Due to character limitation in e1 for event site address name, full event site address is no. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) showed a catheter restriction alarm during use on patient and returned to normal after re-inflation of iab. There was no harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the guidance was to check the catheter and re-inflate it to normal. Safety and performance testing was conducted on site, and the vacuum set point was out of range. Re-adjusted to the normal range. Passed all safety and performance tests specified by the factory, delivered to customers, and can be used in clinical practice.